Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir was impossible to move and insulin was not able to be pushed out of the line. Customer's blood glucose was 87 mg/dl at the time of incident. Troubleshooting was done for reservoir and found that customer only changes tubing every 6 days instead of the recommended 3 days. Customer was advised to monitor pump. Customer declined to return device for analysis.